Manufacturer narrative:
(B)(40. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: neuchatel team received for evaluation one product of gynecare tvto product code 810081 and lot number 3943395. The product was decontaminated and well packaged. The received device was manipulated as original packaging is missing. It was only returned some parts of product: part of blue mesh; needles; helical passers; winged gide; lid (from packaging); part of plastic sheath. The lid corresponds to the impacted lot and have a traceability label stuck on it. No damages were detected in the received helical passers and winged gide. Also, it can be observed organic matter around of the bottom of needles, in the remain mesh and in plastic sheath. The mesh was stretched and cut. The needles have been removed from helical passer. No other damages were observed. The observations made during the product evaluation are not aligned with the event description " the tape part is broken when opening ", as the mesh was cut and not broken. Therefore, the complaint is not confirmed. Events of this type are trended regularly.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and mesh was used. Pre-operatively, the tape part is broken when opening. No patient consequences were reported. No further information was provided.